Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the target lesion was the proximal right coronary artery (rca) which had no tortuosity, mild calcification, and 90% stenosis. The voyager rx was used for pre-dilatation; however, the balloon ruptured at 8 atm when inflated for the second time. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info.